Manufacturer narrative:
Product analysis : analysis revealed that the stylus was not calibrated; there is deviation between stylus and cursor. Xy board (dis play/touchscreen) is out of specification and will be replaced. Cord bay is broken. Upper and lower bullets are worn. Touchscreen connector cleaned and refitted. Cord bay was replaced. Upper and lower bullets replaced. Software installed and updated to newest version. Device was cleaned. Passed all electrical safety tests. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair/service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.